Event description:
Caller reported a cartridge alarm issue, which resulted in a high blood glucose reading, although the specific value was not provided. Customer managed the high glucose by administering a correction injection using multiple daily injections (mdi). Despite the problem being ongoing, the situation did not require third-party assistance beyond normal help, and it did not happen during any loading process.